Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely an electronic problem led to component failure for the issue of the flickering image. Regarding the chip on the c-cover, it was likely a separation problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated a chip on the c-cover and a flickering image. There was no patient involvement.